Manufacturer narrative:
Investigation summary: cubby made multiple attempts to obtain additional information, pictures and return product for inspection. The product involved in this event was not returned for evaluation. Photographs of the product damage were requested but not provided by the complainant. The reported incident could not be confirmed due to lack of product or photographs to evaluate. There is no indication that product was received damaged. Based on the information reviewed as part of the investigation the safety sheets were performing as intended until the reported issue occurred. The device's labeling and assembly instructions (cubby safety bed user manual, lbl-0002, rev a) were examined to ensure they appropriately guide the use and care of the safety sheets and adequately warn of the consequences of improper assembly and usage. The user manual includes a warning for possible entrapment due to failure to use the safety sheets and to ensure safety sheets are completely zipped and locked in place, and instructs assembler to secure the sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing it, and a warning "do not use the product without the safety sheet zipped and locked in place. Do not use regular fitted sheets." Review of manufacturing controls and inspection processes concluded that the controls in place would have identified if the product was nonconforming at the time of manufacture. Root cause: based on the review of available data, the underlying root cause is unable to be determined conclusively at this time. Previous investigations into zipper separation events found that this type of problem can be related to user error during installation of the safety sheet and/or excessive force applied to the zipper's components. The information gathered during the investigation could not confirm the reported issue of zipper separation, and a probable root cause cannot be determined at this time. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.

Event description:
The complainant stated that the safety sheet zipper separated at the end of the bed under the location of the tech hub. She also stated that the gap between the wall of the bed and the safety sheet was large enough to allow her child (3 y/o male) to pass through and get stuck between the bed frame and mattress support. The child was removed from the bed without any additional reported problems. The reporter indicated that the bed had been in use for six months prior to the problem arising and represented that the included padlock was used to secure the zipper pull tab in the appropriate manner. The reporter did not provide any information regarding anything the child may have done that could have contributed to the problem. The mother reported that the child only suffered what she described as bumps and scratches. The mother reported taking the child to a physician and confirmed that the results of that examination concluded no serious injuries or that no medical intervention was necessary to avoid a serious injury. The reporter confirmed that no serious injury or adverse event resulted from the event.